Event description:
Pt had hip surgery and had foley cath placed. Dr instructed nurse to deflate the foley 2 days later using an IV needle, catheter tip, and inserting it up the lumen where the balloon is normally inflated. Order was to install 15 cc mineral oil into foley bulb. Bulb burst immediately after pushing 12 cc of mineral oil. Pt was voiding ok preop and post-op without complications. R.n. Cut the port off of the foley, so the size is unavailable.